Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 217160146, was returned and analyzed. Visual inspection of the mapping catheter showed the loop had several kinks, it was ribbed, and the electrode was crushed and displaced. The reported mapping catheter tip issue was confirmed through testing. The balloon catheter failed the returned product inspection due to the loop damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while the system was about to be retracted into the sheath, the mapping catheter was trapped within the right inferior pulmonary vein (ripv) and a strong resistance was noted. The tip would not move while being pulled back. A separate catheter was inserted into the sheath to try to assist with removing the mapping catheter without resolve. The balloon catheter was then advanced to the tip of the mapping catheter which released the mapping catheter. The system was then removed and the tip of the mapping catheter was ¿largely distorted¿. The mapping catheter was replaced to complete the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.